Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the system was unable to boot due to an application login failure. The application software was determined to be defective. The fse restored the backup system. After this update, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.